Event description:
Major pump unit(s) involved: external control system failure specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: external control system failure;red heart alarms - probable pbu cable or system controller.specific component(s) involved: external controller malfunction; changed system controllers -causative or contributing factor: no specific contributing cause identified;intervention(s): replacement of external controller; replacement of other component, type: lvad.